Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not populating on the pyxis station under all available patients. A technical support specialist performed full synchronisation of the database to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the patient was not populating on the pyxis station under all available patients. The customer reported that the patient showed in the correct location in epic and pyxis es server, but the patient was not showing up on the pyxis station. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.